Manufacturer narrative:
The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during field service installation of the device, the central control monitor (ccm) was showing signs of the screen burned-in on the monitor. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no signs of 'burn-in' on the customer central control monitor (ccm) in neither ambient nor cold temperatures. Per data log analysis, there were no indications of a problem in the log, but no indications of an issue would be expected in the log for this type of complaint.

Manufacturer narrative:
Please disregard the previous medwatches submitted related to this complaint. After further review of the complaint, the issue with the central control monitor (ccm) had no impact on the functionality or the readability of the screen. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.